Event description:
Customer reported that the touchscreen of their t: slim x2 device was less responsive when entering values, the screen was scratched making it difficult to read. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up and is in the process of acquiring a renewal pump.